Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube, belt clip slot and battery tube threads. Unit received with minor scratched display window. No belt clip received with pump. Unable to verify belt clip anomaly. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm after keypad anomaly. Customer was not sure how it occurred. Customer's blood glucose was 97 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.